Manufacturer narrative:
In the investigation it was found that user stored strips in the bathroom. Per user guide, user should not store in that location. The control solution test results demonstrated that the meter worked within specifications.

Event description:
User contacted dario to report meter provided high readings (received "high" message). Per user guide if the result is higher than 600 mg/dl the following message appears - "high! Measure with a new strip, if recurs contact your physician immediately". As a result, user took insulin. Afterwards, he did not feel well and went to the hospital. He had hypoglycemia. User stored test strips in the bathroom cabinet. Per user guide, "do not store or use meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen". The user was sent control solution to verify accuracy of meter and strips. With the new strips, the meter read within range. He was unable to obtain a reading with the old strips. At the time of the control solution test, those strips were already expired but they may have been affected by the bathroom humidity as well.